Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken and partially missing. The broken section of the cutting wire was melted and burned. The coating on the cutting wire was torn and partially missing. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. The cutting wire was broken and fell off due to contact the metal part of the forceps elevator when extracting the device from the endoscope. The coated portion was missing since the cutting wire with the coated portion might have fallen off. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic retrograde cholangiopancreatography, two of the subject devices were used. Regarding the first device, the proximal side of the cutting wire broke. It was not reported whether the user was activating output or not. The user exchanged the device to the second device but the same event occurred. It was not reported whether the user was activating output or not. There was no patient injury reported. Two of the subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the cutting wire of the second device was melted and broken. Also, the knife wire and the coating on the cutting wire was partially missing for the second device. This is the report regarding the second device.